Event description:
It was reported that sterile water leaked from the foley catheter. It was unclear whether the leak was from the balloon or from the urinary tube.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received 1 drainage bag with inlet tubing attached to a 2-way catheter. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Flushed the drainage funnel of the catheter with d.I. Water and there were no leaks noted. Flushed and filled the drainage bag with d.I. Water and 10 ml of methyl solution with no leaks noted on the sample port, inlet tube, or drainage bag itself. Also received 5 photo samples. First photo samples overview of used urine collection bag. Second photo sample shows end of used catheter. Third photo sample shows cap and tamper evident seal. Fourth photo sample shows top view of sample port leur. Last photo sample shows end of catheter not inflated. Based on physical samples received the product meets specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: labelling review is not required as the reported event is unconfirmed correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that sterile water leaked from the foley catheter. It was unclear whether the leak was from the balloon or from the urinary tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.